Manufacturer narrative:
Sex: additional information. Device manufacture date: correction. Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a controller clock reset. A specific cause for the controller clock not being set could not be conclusively determined through this evaluation; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. Analysis of the submitted log file also confirmed a no external power event due to fully depleted 14v batteries. The submitted log file showed 240 events spanning an unknown amount of time. The clock was at the default timestamp setting, and the yellow wrench advisory alarm was active throughout the log file due to the clock not being set. The controller clock reset could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. These events would have resulted in pump stoppage. Additionally, the log file captured low battery advisory/hazard alarms which occurred due to the usage of the heartmate ii 14v li-ion batteries below the advisory/hazard voltage thresholds. The 14v batteries ultimately fully deplete triggering a no external power alarm. The system continued to be supported by the system controller¿s internal 11v backup battery during this no external power event and there was no interruption in pump support. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The no external power event was reported against the mpu under MFR. Report # 2916596-2019-04738. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with multiple no external power events and power cable disconnects in addition to the clock not set. The log file analysis captured the log file started with the default time stamp which continued throughout the log file. This was most likely due to the controller losing all external power and the external backup battery also drained which would cause the pump to stop and the clock to reset. The pump was stopped until adequate power was restored. The log file shows the pump operating as intended and maintaining the set speed of 9200 rpm throughout the log file. The log file also captured 3 instances where power to the mobile power unit (mpu) was briefly interrupted causing no external power events. It was also noted in the log file there was a tie when the batteries ran low and the low battery advisory and hazard alarms are not responded to and the ebb operated the pump. This was followed by the white lead being connected to the mpu. No further information was provided.